Event description:
A technician reports that a patient is experiencing poor intermediate vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, in surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/13/2008, 08/25/2008, and 09/03/2008 by fax, mail, and phone. A completed questionnaire has not been received.